Manufacturer narrative:
During technical onsite visit the field service engineer (fse) performed battery exchange and energy table calibration. No more information is available to verify if high voltage was confirmed or not. The most possible root cause could be a need of energy calibration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported the laser voltage is rising on its own during the procedure. It was necessary to reboot the system to complete the procedure. There was no patient harm.